Event description:
Intra-operative issue occurred during knee surgery on (B)(6) 2022 with the physica - femoral positioner, code 9065.88.120, lot 18ag01g: the impactor was blocked. According to the information received, during the same surgery 2 additional incidents occured, which were reported to the competent authority as complaint (B)(4) (3008021110-2022-00041) and (B)(4) (3008021110-2022-00042). Due to these issues, there was a delay of about 20/25 minutes to complete the surgery. This incident occurred in italy.

Manufacturer narrative:
By the check of the device history records of the component involved, no pre-existing anomaly was detected on the instruments that belong to the same lot number (18ag01g). This is the first and only complaint received on this lot number. We will submit a final report after the conclusion of the investigations.